Manufacturer narrative:
Pr (B)(4) follow up emdr for device evaluation: one photo was provided to our quality team for investigation. Through visual inspection, the thread is observed to be cracked, verifying the reported incident. A device history review was performed for lot 2305310, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected and no defects were identified. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification the product is free from damage and all critical dimensions are within required specification. Records were reviewed for the reported lot and no issues related to this failure were identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Manufacturing personnel have been notified of this incident to increase awareness. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. See manufacturer narrative.

Event description:
Material#:515057 batch number#:2305310 it was reported by consumer that product defect that was caught by one of our nurses (clare, cc¿d) on 9/25. Our pharmacy compounded a dose of irinotecan and dispensed it with this injector secured to the tubing. The nurse connected ns in preparation for administering the dose and noticed the leak at this joint before unclamping the chemo line. Fortunately, no irinotecan actually leaked but it was certainly a near-miss. I want you to be aware of this for escalation and registering the appropriate qa inquiry internally. Verbatim: I am reaching out to report a product defect that was caught by one of our nurses (B)(6), cc¿d) on 9/25. Our pharmacy compounded a dose of irinotecan and dispensed it with this injector secured to the tubing. The nurse connected ns in preparation for administering the dose and noticed the leak at this joint before unclamping the chemo line. Fortunately, no irinotecan actually leaked but it was certainly a near-miss. I want you to be aware of this for escalation and registering the appropriate qa inquiry internally. Thankfully there was no injury or harm to myself or the patient. The chemotherapy line was clamped and it was saline coming out of the cracked site. I unfortunately do not have the optima injector on hand. Follow-up : 1.could you please provide a further description of the issue? Full description above. Picture attached. 2.please confirm a product is still operable or not? No. 3. Did the event directly, or indirectly involve a patient or user? Directly. 4.please provide any available patient information including: age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions. Unable to do so at this time. 5.what was the medication/fluid in use at the time of the event? Ns and irinotecan. 6.was there a delay of, or change in, the course of treatment due to the event? Delay.

Event description:
Material#:515057. Batch number#:2305310. It was reported by consumer that product defect that was caught by one of our nurses (clare, cc¿d) on (B)(6). Our pharmacy compounded a dose of irinotecan and dispensed it with this injector secured to the tubing. The nurse connected ns in preparation for administering the dose and noticed the leak at this joint before unclamping the chemo line. Fortunately, no irinotecan actually leaked but it was certainly a near-miss. I want you to be aware of this for escalation and registering the appropriate qa inquiry internally. Verbatim: I am reaching out to report a product defect that was caught by one of our nurses (clare, cc¿d) on (B)(6). Our pharmacy compounded a dose of irinotecan and dispensed it with this injector secured to the tubing. The nurse connected ns in preparation for administering the dose and noticed the leak at this joint before unclamping the chemo line. Fortunately, no irinotecan actually leaked but it was certainly a near-miss. I want you to be aware of this for escalation and registering the appropriate qa inquiry internally. Thankfully there was no injury or harm to myself or the patient. The chemotherapy line was clamped and it was saline coming out of the cracked site. I unfortunately do not have the optima injector on hand. Follow-up : 1.could you please provide a further description of the issue? Full description above. Picture attached. 2.please confirm a product is still operable or not? No. 3. Did the event directly, or indirectly involve a patient or user? Directly. 4.please provide any available patient information including: age/ date of birth, sex, weight, ethnicity, race, other relevant history including preexisting medical conditions. Unable to do so at this time. 5.what was the medication/fluid in use at the time of the event? Ns and irinotecan. 6.was there a delay of, or change in, the course of treatment due to the event? Delay.

Manufacturer narrative:
(B)(6). Initial MDR submission. A follow up MDR will be submitted if additional information is received. Device problem code: a040101 - fracture (1260). Patient problem code: f26 - no health consequences.